Event description:
The tip on the inner sheath of resectoscope broke during a procedure performed in 2000. A second surgery to retrieve the tip was performed on the same day. To the best of the facility's knowledge, the tip was successfully retrieved. Four months later, in 2000, the patient died due to stomach cancer.